Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, compromised force sensor system and excessive no delivery alarm due to compromised force sensor system alarm.

Event description:
The customer's parent reported via phone call that the insulin pump received recurring no delivery alarms. The customer¿s current blood glucose level was unknown. The customer states they have not tried all remedies. Customer states they have not tried different cannula lengths. Customer was assisted with troubleshooting. The customer was advised to revert to back up plan. The device will be returned for analysis.